Manufacturer narrative:
Device has been evaluated but not repaired.

Event description:
The manufacturer received information alleging a failure related to the ventilator's internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board need replaced to address the issue. During evaluation, the device failed a step during testing. The device's system board needs replaced to address the issue.